Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing pump stops while attached to battery power. The patient states that after wiggling the metal portion of the driveline, as it enters the controller, the pump restarted. Patient noted with secure driveline connection that did allow for some lateral motion, while attached to the controller. The alarms could not be recreated in clinic. Patient switched from this controller with driveline pins assessed, all straight and no malformation noted, and placed on the backup controller. Driveline noted to have less lateral motion in backup controller. No deformities noted in external examination of the driveline or primary controller. With interrogation of controller that was being used when the pump stops and associated no external power alarms occurred, the patient ensured batteries were securely connected and charged. Log file analysis showed abnormal pump stoppages while connected to battery power as well as no external power events. The pump stoppages appear to be the result of a phase to phase short (multiple wire damage). A short to shield event was reported from this patient back in (B)(6) of 2020 ((B)(4)). The cs indicates the patient was placed on a ungrounded cable. It appears the driveline damage has matured and is now phase to phase. The x-rays show some areas of shield stretching but nothing obvious.

Manufacturer narrative:
Section d7, h4: correction manufacturer's investigation conclusion: the relevant sections of the device history records for vad-20337 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The report of thrombus could not be confirmed through this investigation. However, evaluation of heartmate ii lvas, serial number vad-20337, and the pump¿s original driveline confirmed internal driveline wire fatigue and external driveline wire fatigue that would have contributed to the reported pump stops while the device was connected to 14 volt li-ion batteries as captured within the submitted log files. The pump was returned assembled with the driveline cut approximately 7.75¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 31.75¿. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was returned unsecured. Approximately 0.5¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. An additional approximately 3¿ of the outflow graft was returned severed at the proximal and distal ends. The sealed outflow graft bend relief (ogbr) and the sealed ogbr collar were returned disconnected from the device. The pump appeared to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Evaluation of the sealed inflow conduit and outflow graft hardware revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. The silicone jacket and controller connector of the driveline returned with vad-20337 appeared unremarkable. A driveline repair was noted approximately 15.5¿ from the pump housing (approximately 24¿ from the controller connector). Continuity testing revealed no shorts or discontinuities. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Microscopic examination of the distal portion of the driveline revealed an insulation breach to the orange wire approximately 29.5¿ from the controller connector. The distal portion of the exchanged driveline was also returned. Continuity testing revealed no shorts or discontinuities. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Microscopic examination of the driveline revealed insulation breaches to the green and red wires less than 0.5¿ from the nipple of the controller connector. The areas of insulation damage to the orange, green, and red wires on vad-20337¿s original driveline appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage that appeared to have contributed to the reported event. The pump stops while operating on batteries or an ungrounded patient cable would have occurred if any of the conductors from any of the exposed wires contacted the metal braided shield simultaneously or if wires from two different phases shorted together, resulting in a phase-to-phase short. Investigation of vad-20337 confirmed external, mechanical driveline damage on the repaired portion of the driveline. Although it is unclear when this damage occurred, it did not appear to have contributed to the reported event. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. All hmii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". This section instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). This section also states that if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Section 6 "caring for the equipment" outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. Section d10;g3, h3: corrected information.

Event description:
It was reported that the patient underwent a pump exchange from hmii to hmiii to rule out thrombus.